Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-01586. Additional information will be submitted within 30 days of receipt.

Event description:
During the index procedure, the patient experienced a septal occlusion and a non q-wave myocardial infarction (mi). The patient was a female with a history of previous pci, hypertension, hyperlipidemia, smoking, myocardial infarction, and copd. Prior to the procedure the patient was taking aspirin, clopidogrel, statins, lipid lowering drugs, ace inhibitors, and beta blocking agents. The indication for the index procedure was unstable angina pectoris. During the procedure, the patient was given aspirin, clopidogrel, and heparin. The target vessel was the proximal to mid left anterior descending artery (lad). The vessel diameter was 3mm and the lesion length was 37mm. Pre-procedure stenosis was 99% and post-procedure stenosis was 0. Pre-procedure timi flow was 1, post-procedure timi is unknown. The lesion was a proliferative in-stent restenosis of a bare metal stent (chrono, titan). The lesion was a bifurcation, with irregular contour, and little to no calcification. Lesion classification was c. The lesion was pre-dilated with a 2x20mm balloon at 14atm. The crb13275 was deployed successfully at 12 atm. The crb33300 was deployed successfully at 13 atm. The stents were abutting, not overlapping. The patient experienced a non q-wave mi and septal occlusion during the procedure. The mi location was undetermined. Prior to the procedure cardiac enzymes were normal. Post procedure, peak ck was <2 times upper normal level (unl), peak ck-mb was >=5 unl, and troponin was >=5 unl. There was no evidence of stent thrombosis. The patient was discharged the next day. Medications at discharge were aspirin, clopidogrel, statins, lipid lowering drugs, ace inhibitors, and beta blocking agents.